Event description:
It was reported this right ventricular (rv) lead was explanted due to dislodgement. It was identified due to high capture thresholds. The lead was replaced with a same model lead successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode tip found no anomalies. The lead body was slightly twisted approximately 100mm from terminal pin, probably due to twiddler's syndrome, and also some environmental stress cracking approximately 140mm from terminal pin, in the surface only. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported this right ventricular (rv) lead was explanted due to dislodgement. It was identified due to high capture thresholds. The lead was replaced with a same model lead successfully. No additional adverse patient effects were reported.